Manufacturer narrative:
Based on the information reported by the doctor, we immediately searched our traceability record in order to clearly identify the actual device involved in the event. We found that the cited device (the second of two in possession of the doctor) has been delivered to the clinic in date (B)(4) 2025 - after the date of the treatment. That said it is not possible that this device could be involved in the event (treatment date: (B)(6) 2025 - as reported by the patient's lawyer). Based on that, we traced that the only device in possession, at the time of the event, of the doctor is the one cited in the present report in section d. Immediately we contacted the doctor, via the sales agent, in order to have more in depth information about the treatment (such as, but not limited to, treatment parameter, patient's condition, etc.). Up to date, no response has been received. Our service department went to the clinic, in date february the 4th 2025, in (B)(6) to inspect the device. Once there they found the latest device that we sell to the clinic but that is not the one involved in the event. The doctor attempted to convince our technician that the device involved was the one at site. Only after our technician told the physician the information in our possession about the device, the doctor admitted to have the device at her clinic in ((B)(6), italy). A new appointment has been booked for the inspection of the device in (B)(6) for (B)(6) 2026. A third-party clinical evaluation of the available data has been requested to dr (B)(6)) who concluded the following: he evaluated the lesion as a second degree burns that led to a temporary hypopigmentation that will gradually with exposure to sunlight. He evaluated that the most probable cause of the event can be a user error where the physician have not used proper treatment's parameter or method. He was unable to determine the exact root cause due to the lack of treatment's information form the clinic. Such information has been requested immediately since the awareness of the event to both the sales agent and directly to the physician. Despite several attempts no treatment's information has been disclosed by the clinic to us or the sales agent. The actual device involved in the event has been evaluated in date february the 12th, 2026 by our service department's technician who went directly on site. He thoroughly tested the device and founs it working properly within specifications. Due to the fact that no detailed clinical information has been disclosed by the clinic, we were unable to further investigate on the issue and determine the root cause of the event. Anyway, no malfunction nor design issue has been found to be contributory to the event. We will remain vigilant on this case and if any new information will be disclosed by the clinic we will proceed to submit them in a dedicated follow-up to the present report. In the meantime, the present MDR report has to be considered as final unless FDA has more question about it.

Event description:
In date january the 24th, 2026 our italian sales agent made us aware of an adverse event in which a patient developed burns following a hair removal treatment performed with the laser medical device motus ax. The actual device involved in the event is a motus ax, manufactured by el.en. Electronic engineering spa, marketed in the USA with 510(k) k162886. In the communication received by the sales agent, the doctor, reported to have received a letter of claims from the patient' lawyer due to the fact that she developed 2nd degree burns on the legs (treated area) following the treatment performed in date (B)(6) 2025. The physician complaints that the event has been caused by the latest motus ax she purchased from deka m.e.l.a. Srl (a used and refurbished device) because she had used the same parameters as the previous treatment performed on the patient of which the outcomes were correct without any injury to the patient. Pictures of the patient were disclosed, one - probably - close to the treatment and one after healing of the burns in which a hypopigmentation is present. The event took place at (B)(6), italy. The very few information received about the event has been evaluated. Our clinical affairs manager evaluated the little clinical information available and concluded that the lesion is more prone to a first-degree burns and that the parameters used for the treatment are too much aggressive - based on the evident tan that the patient had at the time of the treatment. Following healing the patient have a hypopigmentation, which is a foreseeable side effect as identified on the operator's manual code om112a1_i.v08 (actual revision shipped with the device) at chapter 11.2 "adverse effects", that is not permanent but may require months to heal properly (serious injury with temporary impairment). Up to date, we evaluated the event as reportable based on the limited information available - considering the worst evaluation of the lesion performed by the patient's dermatologist and reported on her lawyer's letter of claim - on the side of caution. Based on the infromation above we, the manufacturer of the device, evaluated the event reportable to the us FDA in accordance with 21 cfr part 803.